Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that a hair-like fiber was found in the sterile packaging of a lock pericardiocentesis catheter set. The nurse was able to identify the hair prior to opening the package. A new-like device was opened to complete the procedure successfully. The complaint device did not make patient contact. No additional harm has been reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The product was returned to cook for evaluation. One sealed set was received, and a hair-like fiber was noted sealed in the pouch near the wire guide. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for the reported lot records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. An expanded device history search for this complaint was performed. Additional lots were reviewed, and no related complaints were found. Relevant nonconformances were found on five of the reviewed lots. However, four of the lots related nonconformances were scrapped and the fourth lot was reworked, and all were 100 % inspected per quality control. The information provided upon review of the returned product indicates the product was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming products in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, c_t_ttps_rev11. It states: how supplied: upon removal from package inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concludes this to be a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3 - occupation: logistics. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was found in the sterile packaging of a lock pericardiocentesis catheter set. The nurse was able to identify the hair prior to opening the package. A new-like device was opened to complete the procedure successfully. The complaint device did not make patient contact. No additional harm has been reported.